Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. Investigation of the available information also determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that boston scientific technical services (ts) was contacted about noise on the right atrial (ra) lead from oversensing the respiratory rate trend (rrt) signal. The healthcare professional noted the patient was working on their floor at the time, wondering if it may have caused a header interface issue. Ts suggested bringing the patient in to try to recreate the noise, and discussed programming options. The device and leads remain in service. No adverse patient effects were reported.